Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/27/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device not clamp or hold on to the suture(s) intraoperatively or postoperatively? --- intraoperatively. Did the device issue occur pre-operatively? ---- no. The remaining clips on the cartridge and the loose clip were tested with a clip applier, and it functioned as intended.

Event description:
It was reported that the patient underwent a laparoscopic sigmoidectomy procedure on (B)(6) 2017 and implantable suture clips were used. During the procedure, the device could not clamp and clip firmly. Another device was used to complete the procedure. There were no adverse consequences reported. Additional information has been requested.